Manufacturer narrative:
An investigation was completed: it was reported for a brevera disposable device that ¿during a biopsy we got a driver device error. Attempted to clear error by clearing default list, holding the fire button for 15 seconds.¿ there was no reported harm to the patient; however, the procedure was aborted. The device was not returned for investigation; therefore, visual and functional inspection were not conducted. The equipment/device was not available for return; visual and functional analysis/testing could not be conducted for the event described. However, a complaint trend review has been completed, and it revealed no significant spikes and/or adverse trends recently. No corrective actions are open for this failure mode. Additionally, this complaint has not been associated with any adverse events contained by the complaint trending period. Root cause analysis did not identify a definitive root cause; only contributing factors were found to be associated with the reported event, there was no specific error reported in the complaint. The investigation included a comprehensive review of device history records, complaint data and risk assessments. Despite these efforts, no single failure mode or specific fault could be conclusively linked to the event. The identified contributing factors may have increased the likelihood of occurrence but were insufficient to establish causality. Based on all the information presented, it is most likely that this was an unusual occurrence. Conclusion: root cause analysis did not identify a definitive root cause; only contributing factors were found to be associated with the reported event. The investigation included a comprehensive review of device history records, complaint data, risk assessments, and testing results. Despite these efforts, no single failure mode or specific fault could be conclusively linked to the event. The identified contributing factors may have increased the likelihood of occurrence but were insufficient to establish causality. This event did not trigger escalation to nce, CAPA, hra or scar due to the following reasons: there was no harm to patient or user. Therefore, the root cause was inconclusive. There is no evidence of a systemic issue at the moment this complaint was reported. Device history record (DHR) review: the DHR was reviewed for each corresponding lot; however, no relevant risk factors were found in the manufacturing process. Lot number: 24d27rb manufacture date: 4/27/2024 expiration date: 4/27/2026 unique device identified (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, during a biopsy the customer got a driver error. The error could not be cleared and 2 needles were used. The procedure was aborted and the patient rescheduled. Only one specimen could be obtained. No other information available.